Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported after registration, the surgeon was accurate throughout the procedure, until he suddenly was inaccurate when touching known anatomical landmarks. Navigation was aborted, and the surgeon proceeded with the surgery. This issue occurred intraoperatively and cause a 5-minute surgical delay. There was no reported impact on patient outcome. Additional information was received from archive analysis performed by technical services (ts). It was noted the image was good quality. It was also noted there was not trace coverage on the left side of the patient.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.